Event description:
A customer reported that their AED will not power on. The customer stated the AED is ok when test battery is inserted. They did not report that this event occurred during patient use.

Manufacturer narrative:
A customer reported that their AED will not power on and prompting a " battery operation". The customer stated the AED is ok when test battery is inserted. Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.